Manufacturer narrative:
The device was returned and evaluated, and the reported image complaint was confirmed due to a faulty image component, charged couple device (ccd). In addition, the device evaluation found following findings: leaking on bending section cover due to detached and missing glue; bending section failed electrical continuity test; insertion tube had a dent, found forceps passage and brush passage clogged with foreign material and plastic distal end cover failed for insulation test. Also evaluation found subject device had non-olympus distal end plastic cover and needed new updated label on scope connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the bronchovideoscope had chip failure, no image. The issue was found during preparation for use for an unspecified procedure. There was no report of patient harm associated with the event.

Event description:
Customer provided additional information noting that the reported event occurred during a diagnostic bronchoalveolar lavage(bal) biopsy procedure. There were no error messages observed because of the alleged failure. The procedure was completed, with no delay using the same reported device.

Manufacturer narrative:
This report is being supplemented to provide additional customer-provided information, and the legal manufacturer's investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the object device was manufactured. Based on the results of the investigation, the lack of image was most likely due to a bending section cover leakage that invaded the device during user handling. This would have likely caused an abnormality in the electronic components, leading to the reported event. The foreign material found clogging the channel during evaluation was confirmed, but the foreign material could not be identified. The foreign material found was most likely due to improper reprocessing as a result of leakage from the bending section cover. However, the root cause of both reportable events could not be confirmed. User can detect the foreign material by handling the device in accordance with IFU below: inspection of the endoscope in regards to the no image, the following IFU pertains to this event: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination.3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿.also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.